Event description:
A customer from (B)(6) reported a false resistant vancomycin results for multiple staphylococcus aureus isolates in association with the vitek® 2 ast-gp67 test kit. The customer reported that some vitek repeat tests, along with etest® vancomycin and two reference labs reported vancomycin susceptible. The customer reported that the issue significantly impacted the delay of some results, as organisms had to be sent to reference labs for identification and/or sensitivity. For some isolates that were from blood cultures, there was at least an extra 24 hour delay, and one had a five day delay. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was initiated for a customer in (B)(6) that had reported encountering several s. Aureus isolates that tested resistant for vancomycin on the vitek® 2 ast-gp67 test kit (lot 1320607403). When tested by an alternate method (etest), susceptible results were obtained. The customer's strain, lab reports, and set up information were not available for this investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Vitek 2 ast-gp67, lot # 1320607403, met final qc release criteria.this lot passed qc performance testing.